Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. On (B)(6) 2014 oversensing observed on rv lead. Rv oversensing and mirror image observed on (B)(4) printouts (episode #212) from 13-nov-2014. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. On (B)(6) 2014 oversensing observed on rv lead. Rv oversensing and mirror image observed on from (B)(6) 2014. (B)(4).

Event description:
It was reported that there was noise seen on both the right atrial (ra) and right ventricular (rv) channels. There is atrial oversensing. Also some ventricular oversensing with possible loss of capture. It was noted that this may be lead to lead abrasion with the leads rubbing together. The patient has been asymptomatic with this. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was possible insulation failure on both leads. The leads were capped and replaced.